Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead exhibited high impedance measurements and loss of capture. A x-ray was performed and the lead was found to have perforated the heart. The lead was pulled back and the helix mechanism had tissue; therefore, the lead was explanted. It was noted the patient was not pacer dependent and had no asystole. The patient's blood pressure did decrease slightly so the physician decided to perform an echocardiogram. The echocardiogram was normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.